Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested for a patient with a known driveline fault. There were no associated alarms per the patient. The log file was reviewed, and the driveline continued to capture driveline fault alarms throughout the event history. The phase data indicated a partial break to the orange wire in phase c. It was also noted that there were a few instances of the patient sleeping on batteries. There were no plans for intervention for the driveline fault alarms. The patient was deemed not to be a surgical candidate due to being too high risk for pump exchange (advanced age, frailty, comorbid conditions).

Manufacturer narrative:
Section b5: known driveline faults captured under MFR. Report #s 2916596-2020-00388, 2916596-2023-05157, and 2916596-2023-07825. Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined as no product was returned for evaluation, based on previous complaint history, the alarms captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file contained events from 22dec2023 through 02jan2024. Persistent, silenced, driveline fault alarms were captured throughout the entirety of the file. Electrical continuity data suggested a potential wire conductor breakdown issue with the orange wire within phase 3. No other notable events or alarms were observed, and the pump appeared to function as intended throughout the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number vad-57108. No further related events have been reported at this time. The relevant sections of the device history records for vad-57108 and the driveline, serial numbers (B)(6) and (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C., and hmii lvas patient handbook, rev. C, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.